Event description:
Lap chole - "clips do not clip properly on vessel, clips falls off device." Patient status: ok.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
This incident has been reported twice and should be cancelled. Please reference MDR# 2027111-2015-00172 for final report.